Event description:
Customer reported that on attempt of removal of two left chest tubes by the physician on the nursing unit, a portion of one of the chest tubes broke off in the left pleural space requiring the patient to undergo a left thoracotomy for removal of the retained piece. The second chest tube was removed successfully.